Event description:
Customer reported that warping of the tissue processing cassette is causing lids to come off during processing and the customer has lost a specimen as a result.

Manufacturer narrative:
The affected tissue processing cassette was not returned to continue investigation. There have been no other reported incidents with this product of this nature.